Event description:
Manufacturer syringe at plunger handle noted to be broken when surgical technician opened the inner package. The syringe broke when pressure was applied. The glass fragments were retrieved and removed from the field. All pieces were located.